Manufacturer narrative:
No product was not returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported medfusion 3500 pump alarmed, system failure. No patient injury reported.

Manufacturer narrative:
H7: remedial action: recall: the lot number for this item is related to the listed recall, the described issue is similar to the stated recall and therefore this is being reported in accordance with refer to 21 cfr 803 and 21 cfr 806. (Recall numbers: z-1134-2018/z-1135-2018/z-1136-2018.), corrected data: h9: correction: z-1134-2018/z-1135-2018/z-1136-2018.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals, was chipped out on top case, cracked on bottom case and right plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Performed pm (preventive maintenance) and all functional testing, upgraded the software. The cause of the reported problem was traced to the due pm (preventive maintenance). A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500.

Manufacturer narrative:
Other, other text: b5: additional information received on 19-jul-2022 via email and attached to the complaint object: this is a recall. No reported problem with this device. H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device as missing the tamper seal. Unable to save the ehl (event history log) due to software version 5.0.0. The customer stated problem was duplicated. System advisory maintenance recommended alarm was found at power up. Performed pm (preventive maintenance) and all functional testing, upgraded v6.0.0 to v6.0.1. The cause of the reported problem was determined to be linked with the annual pm (preventive maintenance). A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. H7: remedial action: recall: the lot number for this item is related to the listed recall, the described issue is similar to the stated recall and therefore this is being reported in accordance with refer to 21 cfr 803 and 21 cfr 806. (Recall numbers: z-1134-2018/z-1135-2018/z-1136-2018, )